Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to which the lid of the subject device was forcibly closed with the connecting tube and/or the leak test air tube pinched between the lid and the reprocessing basin, or dropping a hard object on the lid. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the lid of the subject device had been cracked. There was no report of patient injury associated with the event.